Manufacturer narrative:
Correction to the initial report: report submission due date has been updated from 27-jan-2025 to 26-jan-2025 and g 3. Date received by manufacturer was updated from 28-dec-2024 to 27-dec-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced a "cardiac infarction" that required medical intervention. It was reported that it was not possible to deliver radiofrequency with the catheter because its temperature was rising too high (above 40 °c).the generator¿s safety feature was stopping the radiofrequency delivery 1 or 2 seconds after the beginning of the ablation. All the ablation parameters were checked, and the irrigation rate was correct, except during the first attempt, it was slightly lower than needed due to a plastic tap. They changed the catheter cable, but this did not resolve the issue. The generator was an ozypka generator, from the stereotaxis company. They attempted to deliver radiofrequency only three times, as 3-5 minutes after the first attempt, the patient began to experience a cardiac infarction, and so they stopped the procedure. The catheter was checked, irrigation was normal, and there was no char. The infarction was treated with medication, and the patient¿s electrocardiogram (ECG) returned to normal after a few minutes. Afterward, the patient underwent a coronary angiography, which showed no abnormalities. The high temperature issue is not MDR reportable.

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31425163l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).